Manufacturer narrative:
Since the original report was filed, the investigation into the pump damage and detachment has concluded. The pump was returned for analysis and clinical details were reviewed. It was stated in the clinical notes that the physician had sutures stuck on the pump. During explant there was excessive force applied on the pump, since the pump had sutures on it, this lead to pump being damage. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the product malfunction is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
An impella 5.5 was placed to support a surgical patient undergoing coronary bypass and maze procedures. After 4 days of support the team was attempting to explant the pump and the pump detached at the cannula. They were able to clamp it off at the cannula and remove the parts of the pump manually. The team believed that perhaps the graft sutures may have not been entirely removed and with excessive force, at the area of suture, the detachment occurred. After all pieces of the impella were removed the team was able to surgically close the graft.